Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on the adc device compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Due to higher readings the customer reported self-treating with insulin(dose/type unspecified) and later food and no third-party treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event.